Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual and functional testing was performed. The cause of the reported issue was due to faulty optical sensor. The optical sensor was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the device gave error code 41622 and red screen while priming.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.